Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box , lot#73j1400324. Investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while performing a laparoscopic vats lobectomy, they were using the hemolok ml applier and hemolok ml clips to ligate a branch of the pulmonary artery. Bleeding occurred from the clip used on the specimen being removed.